Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that there was no geometric movement. Review of the log file showed data base malfunction. Upon functional analysis, fse performed full software reload and manual reconfiguration. Fse reloaded the xper database and created a new ghost backup. Fse verified proper operation of the system. Fse suspected that the problems were most likely caused by 3rd party service adding software to the system and corrupting. After repairs, the system returned to use in good working order.

Event description:
It was reported that, there was no geometric movement. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer visited and reloaded the system software and conducted a manual reconfiguration. The device was returned to expected functionality. Philips has continued to investigate of this complaint.